Manufacturer narrative:
Additional information: b5, d5, h11. Correction: h8. B5: upon further information, the patient received 151ml when they were supposed to receive 91.25ml. This was observe 1hr 13mins after setting up the pump during patient infusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion of medication occurred during the use of a novum iq large volume pump (lvp). The over infusion of an unspecified medication occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.